Event description:
The event is reported as: the customer alleges that the cuff of the endotracheal tube is inflating to odd sizes. The alleged issue occurred during use. The customer states that the defect caused a tracheal laceration in a pet. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.